Event description:
It was reported that a patient underwent an abdominal wall hernioplasty on (B)(6) 2012 and mesh was used. Fifteen days following surgery the patient developed pain, inflammation, and seroma formation. The patient underwent a second procedure where the mesh was removed and new mesh was implanted. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a patient underwent a left inguinal hernia repair on (B)(6) 2012 and mesh was used. Fifteen days following surgery the patient developed pain, inflammation, and seroma formation. The patient underwent a second procedure where the mesh was removed and new mesh was implanted. During the procedure the surgeon noted that the mesh did not have any tissue ingrowth.